Event description:
Customer was hospitalized due to high blood glucose levels. Customer mentioned having chest pain and nausea prior to hospitalization. Troubleshooting was performed and pump passed all tests.